Event description:
Kangaroo nasogastric feeding tube not flushable, physician aware and recommended replacing. Registered nurse (rn) noted when removed that 17cm of 8fr 2.7x109cm tubing did not come out. New kangaroo tube inserted, film confirmed remaining portion of previous tube and good placement of new tube. Bedside endoscopic procedure to remove remaining portion due to slow motility and concerns may not pass without assist. Piece in stomach and duodenum. Removed without issue, no harm to patient. Original packaging discarded on insertion several days prior to this event, no lot number available.